Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level. The customer's blood glucose level at the time of the incident was 444 mg/dl and the current blood glucose level was 440 mg/dl. The customer was treated with insulin pump. The customer blood glucose level was 243 mg/dl. The customer was advised to monitor pump and blood glucose and call back if there is any other concerns. The insulin pump will not be returned for analysis.